Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. While on-site, the representative noted that gain calibrations were performed on the imaging system, although unrelated to the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system was unable to power on. The system was intended to be used in a procedure but was unable to due to the reported issue. There was no patient present when this issue was identified. No additional information was provided.